Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the dissection was use related since a non-indicated guide wire was used and resistance was felt during delivery. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp support of a patient with a diagnosis of acute myocardial infarction. The cp placement via the sheath (to the left iliac artery) caused a vascular dissection. The dissection was treated by the vascular surgeon and stenting of the iliac.

Manufacturer narrative:
The medical center did not return for investigation any of the impella product for any benchtop analysis or testing. The clinical report did not furnish details regarding the vascular dissection. Should any further details be forthcoming which leads to root cause, a final report will be forthcoming. Of note the IFU states: ¿potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation...¿ ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿